Event description:
It was reported that during a low anteiror resection, the tissue pad had been melted from the beginning. Another device was used to complete the case. There was no adverse consequence to the pt.